Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels (459-500s mg/dl). The cause was unknown. Customer addressed blood glucose levels with a bolus. Recommendation was made to discuss diabetes management with customer's health care professional.